Manufacturer narrative:
Customer technical support "cts" provided customer with a replacement rt12 rotor. No hardware has been returned for further investigation. Beckman coulter internal identifier is (B)(6).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssvt centrifuge. Customer confirms rt12 rotor to be approximately four years old. The customer states three to four parts of the rt12 rotor had escaped from centrifuge at the time of failure. The customer noted was not struck by debris. The customer stated the shield was not in use at the time of failure. Customer confirms centrifuge lid was closed. Lid was not damaged and the lid and gasket were intact. No reports of injury, no exposure, and no medical attention needed due to this failure.